Event description:
Allegedly revised during the revision of another component.

Manufacturer narrative:
Device #3:investigation is not complete. Trends will be evaluated. No complaint was stated against this component. Although several attempts have been made, a medwatch 3500a has not been recieved by the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00384, 00385, 00387.

Event description:
The gia stapler had been used to resect the bowel and was reloaded to resect another section, but there was incomplete firing of the staples. The staples did not go across the bowel, which then required further bowel resection and use of a different stapler.

Manufacturer narrative:
Device #3:corrected data/additional information: received 9/23/10 from the user facility. The risk mgr. Advises our product did not cause or contribute to this revision surgery; therefore, this medwatch 3500a was not required. This is the same event as 1043534-2010-00384, 00385, 00387.